Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(4) 2018, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. Fse had the customer turn the instrument off, lubricate the z1-axis guide rod and lead screw. Fse had the customer run several patient samples. Fse followed-up with the customer later the same day and was told that the instrument was working without any errors. The g8 instrument is functioning as intended. No further action required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(4) 2017 through aware date 05-mar-2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, message 710 z1-axis error. This error message is generated when there is operation error in z1-axis, i.e. An abnormality occurred in the up and down movement of the sampling needle. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The countermeasure is for the customer is to inspect z1-axis. Execute smp.reset. Also, if this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The most probable cause of the reported event was due to dirty guide rod.

Event description:
On (B)(6) 2018, customer reported getting message 710 z1-axis error during patient samples on the g8 instrument. Customer reported the sample needle was changed but the error persisted and requested service. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Additional manufacturer narrative: correction to the date of fse service. On 05-mar-2018, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. Fse had the customer turn the instrument off, lubricate the z1-axis guide rod and lead screw. Fse had the customer run several patient samples.

Event description:
Correction to the complaint report awareness date: on 05-mar-2018, customer reported getting message 710 z1-axis error during patient samples on the g8 instrument. Customer reported the sample needle was changed but the error persisted and requested service.